Event description:
The manufacturer received information that a loaned trilogy evo ventilator was reported to have failed internal flow verification testing during device evaluation. There was no patient involvement, and no harm or injury reported. The device's machine flow sensor was replaced to address the test failure. Four-year scheduled maintenance was completed on the device. After repair and maintenance, the device passed final testing.